Manufacturer narrative:
The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08025. It was reported a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman access system was positioned in the laa and a 27mm watchman laa closure device and delivery system was advanced. The closure device was deployed and the patient¿s blood pressure increased. A perforation and pericardial effusion was observed. Pericardiocentesis was performed and the patient stabilized. The closure device had been released. After about an hour, the bleeding had not stopped. The patient was taken to surgery to repair the perforation. The closure device remains implanted. No further patient complications were reported. The patient was discharged home.